Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was not provided. The customer loaded several new cartridges however the malfunction alarm recurred.reportedly,the customer contacted the healthcare provider to obtain alternate insulin therapy.